Manufacturer narrative:
Investigation summary: a physical sample was not available for investigation but bd was provided with a photo of defect for evaluation. A review of the device history record was performed for the reported lot, 7221977, and no quality issues were found during production. According to the visual analysis of the sample photo the damage to the catheter tip cannot be observed as per the customer's report and the damage to the base on the adapter causing the reported leakage cannot be observed. Conclusion(s): for catheter tip integrity defect - not confirmed: bd was unable to confirm the claim for the defect claimed. In addition to the fact that no records were found that could cause this claim during the analysis of batch history and non-conformities, without samples or photos for analysis, it is not possible to confirm the defects reported in this complaint. For adapter / connector / defective / damaged defect confirmed: bd can confirm the customer complaint for the claimed defect. Based on research results to date according to corrective maintenance history tip . Misalignment of the index.. CAPA 1302123 was opened to investigate and identify corrective actions.

Event description:
It was reported that bd insyte¿ IV catheter leaked. This occurred on 50 occasions during use. The following information was provided by the initial reporter: they present leak in the base of the connection cone of the catheter at the time of entering it. The catheters open at the time of entering it. Batch change is required.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter leaked. This occurred on 50 occasions during use. The following information was provided by the initial reporter: they present leak in the base of the connection cone of the catheter at the time of entering it. The catheters open at the time of entering it. Batch change is required.